Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "(B)(6) 2020". During the course of troubleshooting it was identified customer was attempting to obtain results using expired test strips lot 4065348 expiry date: march 2018. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A settings/memory issue was reported with the adc blood glucose meter. Customer reported the same reading displayed every time a glucose test was performed. Customer further reported experiencing frequent urination and having contact with an hcp who administered insulin (dose/type unspecified) for treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.